Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s factory service department. An investigation was performed and the reported issue could not be duplicated. The identified root cause of the reported issue was unable to be determined. The uim was sent to failure analysis laboratory for further evaluation. The avea user interface module (uim) as returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. However, the unit did not cycle indicating two separate issues. The identified the root cause of the reported issue was due to multiple areas of liquid damage and physical damage which more than likely induced the original reported issue.

Event description:
The customer reported that the ventilator's user interface module (uim) started to blink and then went off by itself while the ventilator continued to cycle. The vent's led lights on the membrane continued to function as well. There was no patient involvement.